Event description:
The patient experienced pain in the groin area. The bipolar had begun to protrude medially. The patient was converted to a total hip. The femoral head component was also revised at this time.

Manufacturer narrative:
Summary of eval: eval of this event cannot be performed because the device has not been returned to howmedica rutherford. The device is not available for eval as indicated in the user report.